Event description:
(B)(6) 2013, the replacement mouthguard came apart. Please replace with new one. No cash register receipt because this mouthguard was a replacement product.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.